Event description:
Discordant, falsely elevated intact parathyroid hormone (ipth) results were obtained on a diluted patient sample on the immulite 2000 xpi instrument. The intial result was not reported to the physician. Upon retest, the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant ipth result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center, and upon describing the issue it was determined that service was not required. The customer stated that the diluted pth results were discordant, but the neat samples were correct. All other samples and tests that utilize dilutions have had correct results. The sample was run neat in heterophile blocking tubes twice to exclude the possibility of heterophilic antibody interference, and the results were as expected. The cause of the discordant pth results is unknown. The instrument is performing within specifications. No further evaluation of this device is required.